Event description:
A non-healthcare professional reported that during a trabecular stent implantation procedure, the stent did not release from the delivery device upon implantation. The stent appeared to enter the trabecular meshwork as intended, however, upon reaching the distal end, it became stuck on the delivery device, and further advancement of the deployment mechanism was not possible. The same issue occurred with a second, unused stent. In both instances, the surgeon removed the entire delivery device with the attached stent from the eye and did not attempt any further stent implantation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).